Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of inappropriate shocks in two separate episodes. Technical services (ts) reviewed the stored episodes and noted a wide rhythm that was being oversensed. The clinic wanted to allow more time for this rhythm to break on its own and inquired about potential programming options. Ts discussed the option of programming the device to a single zone, however, based on the wide rhythm, it was unknown if it would be effective. No adverse patient effects were reported. This device remains in service.